Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert.in conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : single use-device discarded.

Event description:
The consumer reported false negative results with the binaxnow covid-19 antigen self-test for multiple tests performed on (B)(6) 2023 and (B)(6) 2023. This MFR. Report addresses test one (1) of three (3) performed on (B)(6) 2023. Confirmation testing with an unknown antigen test was performed on (B)(6) 2023. At the doctor and generated a positive result. No additional patient information, including treatment and outcome, was provided.

Event description:
The consumer reported false negative results with the binaxnow covid-19 antigen self-test for multiple tests performed on (B)(6) 2023. This MFR. Report addresses test one (1) of three (3) performed on (B)(6) 2023. Confirmation testing with an unknown antigen test was performed on (B)(6) 2023 at the doctor and generated a positive result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use-device discarded.